Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation:analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken on radius, stress marks and crease fold. Base on the device analysis the final assessment is: a pattern of crease sharp on radius side of broken shell assessed as fold flaw opening.

Event description:
Patient reported right side no complaint against device. Healthcare professional additionally reported "complete rupture" device has been explanted.